Event description:
The pressure wire would not equalize. It seems as though the wireless system would not sense that the wire was in the vessel. A reboot was performed and an attempt was made to equalize again. A new wire was used from the same lot number, and it worked fine.